Event description:
On 02/24/1999 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. The deployment went without difficulty; however, there was an immediate ooze that was controlled with light digital pressure for five (5) minutes. The oozing was again noted (at approximately 9:00 pm) and controlled with light manual pressure (duration unknown). At this point it was noted that there was a decrease of the right pedal pulses. At approximately one and a half hours later the pt was complaining of pain and the pulses were still decreased on the right. On 02/25/1999 the pt was taken to surgery. At the incision site was a large amount of thrombus. The arteriotomy was extended with a finding of plaque that had been elevated from the arterial wall and was obstructing the blood flow. An endarterectomy was performed and repaired with a patch graft. Excellent blood flow returned post-surgery. As of 03/23/1999 there has been no further report to the MFR of complication or additional pt sequelae.